Manufacturer narrative:
Date of event is unknown. Additional device product code: ktt. Date of implant is unknown. Device is not expected to be returned for manufacturer review/investigation. Reporter contact number was not provided. (B)(4) used to capture additional medical/surgical intervention required. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, patient underwent trochanteric fixation nail advanced (tfna) hardware removal procedure for superior cut out of lag screw in femoral head. No complications in surgery. All the hardware was removed. Patient and surgery outcome were not reported. Concomitant devices reported: tfna nail (part # 04.037.027s, lot # unknown, quantity 1); 5.0mm ti locking screw (part # 04.005.526, lot # unknown, quantity 1; 5.0mm locking screw(part # 04.005.528, lot # unknown, quantity 1). This report is for one (1) tfna fenestrated screw 90mm. This is report 1 of 1 for (B)(4).